Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead was fractured.

Event description:
It was reported that high, out of range pacing lead impedance was observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that lead had externalized conductors and lead fracture. Lead was capped and replaced.

Event description:
New information reported the patient was in good condition post-procedure.